Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the distal portion of the left circumflex artery, the maverick2 monorail balloon ruptured at 10 atm's on the second inflation. A whisper guidewire (size unknown) and a mach1 al1 guide catheter (size unknown) were also used in this case, but no information is available about the introducer sheath or inflation device. The maverick2 monorail balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.